Event description:
It was reported that the programmer was locking up and was unable to gain telemetry with a device. Following power-down, the interrogation was attempted again but the performance was very slow and a full interrogation was not able to be completed. The programmer was returned for service. The radiofrequency (rf) head was also returned, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis verified that its performance was very slow and a full interrogation of a device was not able to be completed. Retrieval of the logs file indicated that a system error had occurred three times in the past. It was determined that there was data drive corruption. Analysis also found that the programmer had a loose electrocardiogram (ECG) connector, and the power cord bay door had a broken latch. (B)(4): analysis found that the rf head did not pass telemetry testing due to the cable being out of electrical specification.